Event description:
It was reported to gore that in (B)(6) 2024, a 44 mm gore® cardioform asd occluder was selected to treat an atrial septal (asd) with the patient previously having experienced a stroke. On an unknown date, follow up imaging identified a residual defect. During a reintervention performed (B)(6) 2025 a 25 mm gore® cardioform septal occluder was implanted into the residual defect for closure. On (B)(6) 2025, the patient presented at the local hospital with another stroke. Subsequent transesophageal echocardiography (toe) imaging showed a 3 cm blood clot on the left side of the 25 mm gore® cardioform septal occluder device and the patient was transferred for surgery to remove the thrombus from the device.

Manufacturer narrative:
The 44 mm gore® cardioform asd occluder stated in this report was submitted under MFR# 2017233-2025-06389. H6, investigation findings, code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device remains implanted. Therefore, an evaluation on the device cannot be performed. We have reached out to our company representative for additional information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5, describe event or problem: updated description.

Event description:
It was reported to gore that on (B)(6) 2024, a 44 mm gore® cardioform asd occluder was selected to treat two atrial septal defects (asd) with the patient previously having experienced a stroke. Reportedly, the second asd was noted to still be present after implantation and that it still would require treatment. It was therefore decided to review follow-up echo imaging as a basis to determine the timepoint for follow-up treatment after the device had endothelialized. During a reintervention performed (B)(6) 2025, a second 25 mm gore® cardioform septal occluder was implanted into the residual defect for closure. On (B)(6) 2025, the patient presented at the local hospital with another stroke. Subsequent transesophageal echocardiography (toe) imaging showed a 3 cm blood clot on the left side of the 25 mm gore® cardioform septal occluder device and the patient was transferred for surgery to remove the thrombus from the device.

Manufacturer narrative:
B5, describe event or problem: updated description. D10, concomitant medical products: updated device. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, component code: replaced code g07003 with g04088, added g04027. H6, type of investigation: added codes b20, b14, b11. H6, investigation findings: added code c0106. H6, investigation conclusions: replaced code d16 with d15, added d12. The 44 mm gore® cardioform asd occluder stated in this report was submitted under MFR# 2017233-2025-06389.